Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump histories indicated a manual time change from 9:11 pm to 9:14 am on (B)(4) 2012. A review of the total daily dose history indicated that the history is inconsistent due to inconsistencies with the time and date. There were no alarms outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues and no alarms occurring. A review of the pump settings confirmed that the iob was set to 4 hours and the insulin to carbohydrate ratio was set to 1:6. Using the patient's settings, an ezcarb bolus was performed for 60 carbs at target bg and the pump correctly calculated a 10 unit bolus. A second ezcarb bolus was performed with the same settings and the pump appropriately displayed 9.99 units in the iob and again calculated a 10 unit bolus. Unrelated to the bg and settings complaint, investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad contamination found under all key contacts. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient reported erratic blood glucose (bg) levels that have been occurring for the past six months. The patient said that on occasions the bg reading was over 600mg/dl, sometimes the bg was 300-500mg/dl, and sometimes the bg was as low as 48-50mg/dl. She noted that on one occasion it "went through the roof". The patient noted that sometimes she experienced symptoms of low bg but was unable to provide specific symptoms. There was no report of medical intervention. The patient said that she treated the bg excursions on her own and that she has not been able to control the high bg even with insulin injections. The patient mentioned that she thought the bg excursions might be related to the pump and alleged that motor noises, non-specific insulin-on-board issues, and incorrectly programmed time were possible causes. The patient also noted that the up and down arrow keypad buttons do not work very well and that the buttons were difficult to push. The patient stated that she recently had a muscle biopsy that resulted in some lingering pain. She stated that she took valium and was not able to complete trouble shooting for the alleged issues. Customer technical support (cts) advised the patient that if she believed the pump was responsible for the bg excursions she should remove the pump and use a backup plan for insulin delivery until a replacement pump was received. Cts called the patient later in the day and the patient disclosed that current bg was 320mg/dl. This complaint is being reported based on the following conclusion: it is unknown if all or any of the alleged pump issues were related to the alleged bg excursions which could be indicative of a serious diabetic injury. However, there were additional factors such as pain or medication in addition to possible pump issues that may have contributed to the bg excursion.